Event description:
No additional information is available.

Manufacturer narrative:
D9: may 2022. Distribution history: this complaint unit was manufactured at csi on 2/1/07 under wo#'s 315272 & 315053 and shipped on 03/17/2022. Manufacturing record review: DHR's 315272 & 315053 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was returned may 2022 for an unconfirmed rf leakage complaint. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Findings on complaints is a mix of not being confirmed or due to an unrelated issue already addressed. Product receipt: the complaint unit was returned on a repair. However, based on log 100258, this unit was at csi on 04/25/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: as the device tested to specification and found to meet all visual and functional test specifications a root cause is not applicable as the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
As per details reported on e-complaint(B)(4) from fs log # 100258 "no error light pen still not cutting." 1216677-2023-00077 leep precision generator lp-20-120 e-complaint-(B)(4).